Event description:
It was reported by service report that the nurse call cable was damaged and it would not plug into the wall. There was patient involvement; however, no adverse consequences were reported.